Event description:
On (B)(6) 2005 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan of the abdomen revealed the filter tilted right posterior-laterally with its tip touching inferior vena cava (ivc) wall. A 5mm perforation of the anterior filter strut occurred in retroperitoneal fat.

Event description:
On (B)(6) 2005, the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, a computed tomography (CT) scan of the abdomen revealed the filter tilted right posterior-laterally with its tip touching inferior vena cava (ivc) wall. A 5mm perforation of the anterior filter strut occurred in retroperitoneal fat.